Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) originally contacted ventec to report that they had detected an issue with the device which required additional investigation. The reported issue did not meet reportability requirements at the time as the original issue (as described by the technician) would not be likely to cause or contribute to death or serious injury if it were to recur. The device was then set aside for a prolonged period of time, until it could be re-evaluated by the asp. Later, when an asp technician re-examined the device they discovered that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.